Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose reading was 600 mg/dl. The customer was treated with insulin pump intravenous insulin drip at the hospitalization and dispatched to emergency medical services visited to emergency room and admitted to hospital overnight. Customer stated she went to emergency room for 3 days in a row, and the 2nd emergency room visit she tested for diabetic ketoacidosis. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at time of high blood glucose event. Customer reported that current blood glucose value was 220 mg/dl. Customer accepted troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.